Event description:
A us distributor returned a monitor indicating it failed pulse testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse test failure) was confirmed. As received, the monitor displayed code 102. Upon evaluation, the high voltage capacitors c19, c20, c21, and c22 were detached from the defibrillator board. In addition, the belt receptacle connector, the j1003 connector, the c6 capacitor, and the l612 inductor were damaged. The cause of the pulse test failure is the detached high voltage capacitors. The root cause of the detached capacitors and damaged components is excessive physical abuse. No adverse event resulted from the damaged monitor.